Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. User facility medwatch # mw5114441.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a left heart catheterization fractional flow reserve procedure using a 5f sheath. Reportedly, the suture could not be harvested with plunger removal. The distal guide broke at the metal portion yet was held together with the actuator wire. The device was able to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially reported details, a user facility medwatch report was received, stating: "perclose closure attempt in right groin, suture did not hold, perclose device broke with metal portion removed. Left femoral puncture was done and product was removed with the use of a snare. Femoral angiogram performed, showed patent bilateral iliacs, internal iliacs, external iliacs, and common femorals. Pt discharged home. There is another number on package."

Event description:
Subsequent to the previously filed report, the following information was received:reportedly, the distal guide broke in the patient and became separated into two pieces. The distal guide was removed contralaterally with a snare. The proglide posterior foot broke off the device. No part of the proglide device remained in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture could not be harvested with plunger removal¿ was not confirmed. The foot separation was confirmed. The guide break was confirmed as a guide separation was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4: initial report sent to FDA: yes. G2: report source: user facility.